Manufacturer narrative:
(B)(4)

Event description:
Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Receiver data logs were downloaded and reviewed, finding a screen recoverable error alarm, in addition to a hardware error. Based on the finding of screen recoverable error alarm this is being reported. The complaint was confirmed. The root cause was determined to be ui-u1 component failure.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver had no display except the backlight. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Receiver data logs were downloaded and reviewed, finding a screen recoverable error alarm, in addition to a hardware error. Based on the finding of screen recoverable error alarm this is being reported. The complaint was confirmed. The root cause was determined to be a bad receiver battery, post investigation.